Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging device, use, procedure, and/or anatomy relatedness to this incident could not be evaluated. The final patient status was not reported. No additional investigation of this reported incident is planned. This and similar incident will continue to be monitored. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: health effect ¿ impact code - remove 4614. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2025 with the implant of an afx2 bifurcated stent graft, two (2) afx vela infrarenal and two (2) ovation ix extenders. This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx system per the IFU. Routine follow-up conducted on (B)(6) 2025 identified a small type ia endoleak between the stent and a calcium channel proximally. Reportedly there was a slight blush/leak at the index procedure but the physician decided to wait for follow-up to check if it is persisting. Reintervention was completed on (B)(6) 2025. The type ia endoleak was resolved by adding an afx vela suprarenal. The patient status is stable and was discharged from the hospital the next day.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2025 with the implant of an afx2 bifurcated stent graft, two (2) vela infrarenal and two (2) ovation ix extenders. This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx system per the IFU. Routine follow-up conducted on (B)(6) 2025 identified a small type ia endoleak between the stent and a calcium channel proximally. Reportedly there was a slight blush/leak at the index procedure but the physician decided to wait for follow-up to check if it is persisting. The patient is stable and currently being monitored while an intervention is being discussed.